Manufacturer narrative:
Add'l lot number: 7916, expiration date: 01/2009.

Event description:
Info received from the physician's office on 2/15/07 confirmed the pt's diagnosis as telangiectasias. Therefore, this spontaneous report of a non-serious, unlabeled event (telangiectasias) is being submitted as a 10-day report. A health care provider reported that a female pt received injections of restylane into the nasolabial folds and corners of the mouth in 2006. No anesthetic was used pre-procedure, and no add'l procedures were performed at that time. Concurrent medical conditions included hypertension. Medical history included previous restylane injections on at least 5 occasions without incident. Concurrent medications included levoxyl (levothyroxine), zoloft (sertraline), and atenolol. In 2007, the pt developed "tiny dilated veins" at the restylane injection sites. A diagnosis of telangiectasias (telangiectasia) was subsequently made. The event was ongoing as of the date this report was received. The lot numbers and expiration dates were reported as 7991, 04/2009 and 7916, 1/2009, respectively.